Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a dead battery occurred on (B)(6) 2017. The patient came in for a clinic visit and upon the rep meeting with the patient their battery could not be read or jump started. There was an assumption that it may have flipped but the patient¿s healthcare professional (hcp) used fluoroscopy to determine that it was not. There were no falls or known factors that may have contributed to the dead battery but the patient stated that they had not charged their battery for at least 6-8 months. The rep attempted to read the stimulator with the physician programmer and patient programmer and attempted to jump start. The patient was brought in on (B)(6) 2017 for a battery replacement only. The rep has the ins and would return it. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis.

Manufacturer narrative:
Analysis of the ins (serial# (B)(6) ) found that the ins battery had reduced capacity due to an overdischarge. Analysis determined that the ins is functioning within specifications but has reduced capacity due to overdischarge{s}.the ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referenced to electrode #0.} electrode. After 1 physician mode recharge, the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to 1 overdischarge. The ins did not sync with a patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. If information is provided in the future, a supplemental report will be issued.